Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was not communicating. The user also reported that medications were being removed, but the system did not reflect the removals. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) remotely accessed the station and reviewed communication and application logs for the specified timeframe. No communication failures or abnormal activity were identified, and only minimal user activity was observed, all appearing to be standard operations. Based on log findings, no system or communication issues were confirmed, and the behavior is most consistent with a potential user/usage-related issue. The system functioned as intended when the technical support specialist verified the device.